Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urge incontinence. Patient stated that she has a lot of pressure when she urinates, that is when she has to use a catheter to release that pressure after she urinates. No further complications were reported/anticipated.